Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2, -12.0 diopter implantable collamer lens into the patient's left eye (os), the lens tore. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021. The problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.